Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported that the pt had high lead impedance on system diagnostics. It was noted that the pt fell after the last appointment and she broke her hip which may have contributed to a potential lead fracture. There has been no change in the pt's seizure activity at this time, but the pt did note that she does not always feel the stimulation with each on-time as she used to. The pt will be referred for x-rays and possible revision surgery, but it has not occurred to date.